Manufacturer narrative:
Returned device consisted of a watchman access system device with the dilator in the sheath. The device was bloody. Analysis of the tip and sheath included microscopic and visual inspection. Inspection revealed a kink in the sheath located 49mm from the tip of the device. Inspection of the rest of the device found no other damage or defect. The reported kink was confirmed.

Event description:
It was reported that a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and watchman laa closure device & delivery systems (wds) were used. During the procedure, the sheath was kinked when the physician recaptured. The procedure was completed with a different was and no patient complications were noted.

Event description:
It was reported that a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and watchman laa closure device & delivery systems (wds) were used. During the procedure, the sheath was kinked when the physician recaptured the closure device. The procedure was completed with a different was and no patient complications were noted.